Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - the device was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a vacuum loss during treatment with one eye (first eye treated successfully) of first patient which was treated with photorefractive keratectomy (prk) on (B)(6) with 1¿st post-op visual acuity (va) 0.6- and 10-days later va was 1.0. Right now, patient has va 1.0 on both eyes. No further information was provided. This report is against the elita system. A separate report will be filed against the patient interface.